Event description:
Customer reported that pump display was frozen on the quick bolus screen. There was no reported impact to the customer¿s blood glucose level. After receiving complete pump reset information from technical support, the customer reset the pump, resolving the issue.